Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her blood glucose was 46 mg/dl. Customer treated with food and her blood glucose was 130 mg/dl at time of this report. The customer had received a no delivery alarm that was resolved with a complete set change. Further troubleshooting was declined.